Event description:
A customer reported that solution would not stop flowing through a transfer set even when the clamp was closed. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was visually inspected and subjected to clamp function testing and it was noted that the occluder feet were broken. Leak and clear passage testing were performed with no issues noted. The sample confirmed the reported problem.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if other relevant additional information becomes available.